Event description:
Gore received medwatch from the FDA. The event description is as follows: "I had surgery for urinary stress incontinence. A gore-tex sling was used internally. Two years after surgery, the mesh eroded into my vagina; subsequently, I had surgery to have remainder removed - 06. This year I developed pain and swelling in my right mons pubic area. After trying nsaid, I was admitted to the ed. A CT scan revealed an abscess and the sling material was visible. Subsequently after an MRI, I again had surgery to have the abscess cleaned out along with the remaining mesh. The tissue involved was all adhered to my bladder and unfortunately, a large hole was made in my bladder during surgery. A one day hospitalization turned into five days, spinal anesthesia turned into general and I was finally discharged with two wound drains, foley catheter in bladder and supra-pubic catheter in bladder. Dates of use: 2004. Diagnosis or reason for use: urinary stress incontinence." Lot number info is not currently available but being requested. Further investigation is pending.

Manufacturer narrative:
Investigation in progress.